Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend (vse) instrument jaws were stuck in open position and could not be removed through trocar. The entire trocar removed from patient's body along with the vse instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis found the primary failure of dislodged grip return spring to be related to the customer reported complaint. A visual inspection found the grip return spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the instrument failed to open and close during manual articulation test. The instrument was placed on an in-house system and passed the engagement, recognition, initialization, cut and seal on 3 out of 3 attempts. The instrument exhibited imprecise motion during manual articulation. The jaws failed to open and close during investigation. The root cause attributed to dislodged grip return spring. The instrument was found to have a bent main tube. The bending damage is located at the midpoint area. The components adjacent to this bent main tube do not show damage.